Event description:
It was reported that during the course of a surgical procedure the irrigation device leaked a yellow fluid into the surgical site. A back-up irrigation handpiece was used and the surgical site was cleaned with saline. There was no pt/user injury related to the event. No medical intervention was required. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
The device was returned to the manufacturer for eval and the complaint was confirmed. The most probable root cause is leakage due to the irrigation tube being incorrectly assembled into the pump housing, since a gap between the tube and the pump housing was observed. The yellow fluid reported might be a consequence of a reaction when the irrigation solution interacted with metal components inside the handpiece.